Event description:
During service by baxter, the infusion pump was found to contain a malfunction of stop key on the pump head module keypad is not working. This event occurred during product evaluation. No additional information was available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4). During pre-screen service, a "stop key on the pump head module keypad is not working" was discovered. The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.